Event description:
Baxter UK technical svs reported the pump was returned for service with an original reason for return: "under infusing". No pt injury associated. No additional info provided. Baxter UK technical svs reported the pump was returned for service with an original reason for return. "Under infusing". No pt injury associated. No additional info provided.

Manufacturer narrative:
Evaluation was completed and the reported condition of under infusion was confirmed. The infusion pump was tested for flow accuracy at 100ml/hr; the pump failed the accuracy test with a flow value -8.53%. The 2 years event history revealed no previous accuracy issues. Similar incidents have been received for this product for the reported issue. This issue is being investigated under CAPA.